Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown date in (B)(6) 2016.

Event description:
It was reported a patient underwent a right knee revision approximately seven years post-implantation due to pain. During the procedure, black fluid was observed. The surgeon suspected the pain might have come from metallosis. All components were revised.

Manufacturer narrative:
UDI# (B)(4). Explant date: ¿ ni. PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k945028. This report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2016-00893 / 00895).

Event description:
Patient underwent a right knee revision procedure on an unknown date less than one month post implantation due to pain. Black fluid was noted intraoperatively, the surgeon believes the pain may be attributed to metallosis.